Event description:
When opening the inner package of the triathlon ps femur, the packaging ripped so surgeon questioned sterility and did not use the implant. An immediate back up was available. The hospital would not provide patient information.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive/inappropriate handling whereby the packaging appears to have been impacted to the extent that the outer blister cracked under compressive force. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling. No further investigation for this event is required at this time.

Event description:
When opening the inner package of the triathlon ps femur, the packaging ripped so surgeon questioned sterility and did not use the implant. An immediate back up was available. The hospital would not provide patient information.